Manufacturer narrative:
E1 address: (B)(6). The device was returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the camera head universal cable sheath was damaged. The issue was found during preparation for use, prior to sedation, for a diagnostic procedure. The procedure was completed with a similar camera head and the video system center. There were no reports of patient harm.

Manufacturer narrative:
The customer returned the camera head to olympus for the issue: ¿universal cord (uc) sheath damage¿. The subject device was inspected, and the issue was confirmed. Based on the investigation results, the information obtained from this complaint and the results of the investigation did not lead to the identification of the cause of the occurrence. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. As per the instructions for use (IFU) manual: the following statement is found in the "warnings" section of the instruction manual "instructions for use": the event can be prevented by following the instruction for use which state: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Be careful not to twist the camera cable when it is coiled. Olympus will continue to monitor field performance for this device.

Event description:
This report is being submitted to provide additional information and final investigation results from the legal manufacturer.